Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found needle hub separated from sensor's base. Unable to perform insertion complaint due to complaint against sen-serter.

Event description:
The customer reported via phone call that he had a sensor that was damaged due to not being loaded correctly into the serter. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.